Event description:
Information received by medtronic indicated that the insulin pump had critical insulin pump error. Customer reported that they received open book image on the insulin pump screen. Customer's blood glucose level was 306 mg/dl. The customer will discontinue use of the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Retainer ring = black. Customer returned pump for an alleged critical pump error (open book image) alarm found on apr 10, 2022. Device was received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Successfully downloaded firmware using crest. Device failed to enter recovery mode preventing download of history files and traces using thus. Device was cut open to perform visual inspection and found corrosion on the pcba 1 and pcba 2. No corrosion or moisture damage found on the force sensor, motor and vibrator¿assembly noted. The original pcba 2 was cleaned, installed and swapped out with a working test pcba 1, case, internal battery and motor. Powered the pump on using the battery simulator and a critical pump error (open book image) alarm noted. The original pcba 1 was cleaned, installed and swapped out with a working test pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and no critical pump error (open book image) alarm noted. Critical pump error (open book image) alarm was confirmed due to corrosion on the pcba 2. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a pillowing keypad overlay, a cracked battery tube threads, a scratched case and a serial number label fading. Critical pump error (open book image) alarm was confirmed. Unable to download history files and traces using thus were confirmed. Critical pump error (open book image) alarm and unable to download history files and traces using thus due to corrosion on the pcba 2. During visual inspection, corrosion was also found on the pcba 1. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.